Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the numbers on the display screen ramp up and cannot stop. Customer does not recall any significant events leading to the error. Customer's blood glucose was 252 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners and cracked battery tube threads.